Manufacturer narrative:
Patient presented with neurapraxia of the upper lip 1 week post facetite procedure with sensory functions intact. No technical issues were found in the system during service inspection. The handpiece was not returned for inspection. Treatment settings were congruent with the protocol. Investigation attributed the root cause to a user error: the operator worked in the "no fly zone", where the buccal branch of the facial nerve passes, causing the reported neuropraxia of the upper lip. Per latest update from the clinic, the condition is improving with gradual restoration of the motor activity of the upper lip.

Event description:
Neuropraxia of upper lip.